Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9733879, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a tumorectomy procedure. It was reported that, after connecting the instrument, the screen changed to the navigation blue screen and froze. The issue was resolved after rebooting the system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.